Event description:
A customer reports a laser probe got stuck on the trocar during a procedure. The procedure was completed by opening a new laser probe. There was no pt harm.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample did not reveal any nonconformity. The returned laser probe was inserted into a 25ga trocar cannula. The laser probe catches on the trocar cannula at the interface between the nitinol tip and the metal shaft. The testing was able to replicate the customer reported event of laser probe stuck in the trocar. A review of complaints did not indicate any additional similar reports for this laser probe lot number. The trocar sample was not returned and no lot info was given therefore no lot review could be performed. The root cause is the omission of a straight segment in the nitinol tip of the laser probe. (B)(4).